Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2016 with the following findings: a review of the pump¿s black box revealed no evidence of a short battery life. There were several cs 240 low battery warnings occurring due to normal battery wear. The battery compartment and cap were found to be undamaged and able to fit securely. The ez-prime steps were performed correctly and all the current draws were within specification. The ¿short battery life¿ was unable to be duplicated during investigation. The pump¿s cover was removed and there was no intermittent condition found on the printed circuit board or to the continuous glucose monitor module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. The customer alleged that the batter life was less than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.